Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device case and header identified no anomalies. Review of device memory confirmed there were no faults recorded and that low impedance measurements were recorded at the time of attempted implant. Manual lead impedance testing was undertaken. Both chambers were tested simultaneously and when the test load was switched from 500 ohms to 250 ohms, telemetry was dropped. Telemetry communication resumed after approximately 30 seconds and the device was found to be in safety core operation. The device was returned to normal operation and testing continued. The device case was removed to facilitate inspection of the internal components. During testing of the pacing pulses, it was noted the polarity of the ventricular pulses was reversed (see images 1 and 2 for normal and abnormal appearance of ventricular pacing pulse polarity). Detailed testing of the internal components found a high current drain due to an issue with the mixed mode integrated circuit (mmic). This product performance issue resulted in the observed reversed polarity as well as a higher than expected voltage during the recharge phase (this occurs after a pacing pulse has been delivered). Combined, this resulted in the clinically observed low pacing impedance measurements. The process of carefully deconstructing the mmic was initiated and the high current drain that had been identified ceased. The device was powered on and left running for two days and the high current drain never resumed. As such, the root cause of this issue could not be determined.

Event description:
Boston scientific received information that during the implant procedure, this pacemaker and associated right ventricular (rv) lead exhibited pacing impedance measurements of less than 200 ohms. The lead was tested in the unipolar configuration and the impedance remained less than 200 ohms. The lead was tested on the pacing system analyzer (psa) and the impedance measurement was 500 ohms. A new device of the same model was connected to the rv lead and the pacing impedance measurement was 550 ohms. The rv lead and second pacemaker remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed there were no faults recorded and that low impedance measurements were recorded at the time of attempted implant. Manual lead impedance testing was undertaken. Both chambers were tested simultaneously and when the test load was switched from 500 ohms to 250 ohms, telemetry was dropped. Telemetry communication resumed after approximately 30 seconds and the device was found to be in safety core operation. The device was returned to normal operation and testing continued. The device case was opened. During testing of the pacing pulses, it was noted the polarity of the ventricular pulses was reversed. Detailed testing of the internal components found a high current drain due to an issue with the mixed mode integrated circuit (mmic). This product performance issue resulted in the observed reversed polarity as well as a higher than expected voltage during the recharge phase (this occurs after a pacing pulse has been delivered). Combined, this resulted in the clinically observed low pacing impedance measurements. The process of carefully deconstructing the mmic was initiated and the high current drain that had been identified ceased. The device was powered on and left running for two days and the high current drain never resumed. Additional testing was performed. High power visual inspection of the internal circuitry identified foreign material in contact with the internal capacitors. Detailed analysis revealed that the foreign material was the cause of the high current drain, resulting in the clinical observations. The foreign material was tested and confirmed to be from the manufacturing process. The observation/behavior has been reported to our engineering and manufacturing departments. Boston scientific will continue to monitor field observations for similar reports.

Manufacturer narrative:
(B)(4). The attempted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.